Manufacturer narrative:
The impella device was received from the customer on 15-feb-2023. Data analysis: imc logs are reviewed but not relevant to the complaint. Device analysis: - console arrived in danvers. - visual inspection of the purge assembly area confirmed a ripped blue retainer. - the failure mode was due to broken/ missing purge retainer. - before returning this console back to the customer, fs was instructed to replace the purge flag and retainer, clean the purge assembly, and perform preventive maintenance section 10-12 (0042-7309) and functional check on console and optical system (0042-7316).

Event description:
The us complainant had an aic (automated impella controller) with a broken purge disc. There was no harm or injury noted and the IFU was followed by use of a backup console.